Event description:
Despite numerous attempts to obtain additional information, no response has been received.

Event description:
It was reported that there was a serious event that resulted in an anastomotic leak following a hemicolectomy. The leak occurred two days post operatively and the patient ended up with an ileostomy. This is the only information available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: fired normally, no issues, the surgery went very well. This was the only device used during the case and it was used on the blue setting. The patient was stable following this surgery. Two days post operatively the patient developed leak symptoms. The on-call surgeon (B)(6) examined the patient. The next day the patient was brought back to the or, (B)(6) performed the reoperation. During the reoperation it was noted that the staple line looked completely normal, however, there was a 1cm diameter hole in the staple line. This staple line in question is the final staple line used to close the open end of the side to side anastomosis. The hole was located approximately mid way along the staple line - where the staple line crossed the other staple line - the hole was on the distal side of the staple line they were crossing. The hole was sutured closed and the patient was given a temporary loop ileostomy. The plan is to reverse the ileostomy once the patient has healed. The patient was stable following the procedure. No device or reloads being returned as they were discarded. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.